Event description:
Boston scientific received information that the patient with this device experienced an inappropriate shock. A review of remote monitoring electrogram revealed this was due to a fast irregular ventricular rhythm caused by a rapid conducted atrial fibrillation. An internal technical service consultant was contacted for and provided programming options. For this issue. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.